Manufacturer narrative:
The following functional tests were performed: good faith efforts (gfes) responses from the customer advising the problem was intermittent, and the tests passed successfully as they could not reproduce the issue. The nurse had detached and reattached the ECG and spo2 cables and alarms seemed to work properly soon after. The root cause is unknown. The complaint was escalated for technical investigation and the results indicate the alarms sounds were successfully played at the surveillance host yep107surv1, not only at the time of interest, but over many days of included entries. <row date="5/29/2025 09:37:38" institution="yale york st." Bed_x0020_label="y10828b" action="acknowledge" device_x0020_name="ym10828b" clinical_x0020_user="" action_x0020_type="acknowledge" /> <row date="5/29/2025 09:36:28" institution="" bed_x0020_label="" action="inop sound played." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="alert sound" /> <row date="5/29/2025 09:36:24" institution="" bed_x0020_label="" action="alarm or inop sound stopped." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="alert sound" /> <row date="5/29/2025 09:36:24" institution="yale york st." Bed_x0020_label="y10828b" action="apnea 0:23 ended." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="red alarm" /> <row date="5/29/2025 09:36:23" institution="yale york st." Bed_x0020_label="y10828b" action="acknowledge" device_x0020_name="ym10828b" clinical_x0020_user="" action_x0020_type="acknowledge" /> <row date="5/29/2025 09:36:23" institution="yale york st." Bed_x0020_label="y10828b" action="pause all alarms" device_x0020_name="ym10828b" clinical_x0020_user="" action_x0020_type="pause all alarms" /> <row date="5/29/2025 09:36:19" institution="" bed_x0020_label="" action="red alarm sound played." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="alert sound" /> <row date="5/29/2025 09:36:19" institution="yale york st." Bed_x0020_label="y10828b" action=" apnea 0:20 generated at 09:36:11." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="red alarm" /> <row date="5/29/2025 09:36:09" institution="yale york st." Bed_x0020_label="y10828b" action="desat 6 < 85 ended." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="red alarm" /> <row date="5/29/2025 09:36:07" institution="yale york st." Bed_x0020_label="y10828b" action="acknowledge" device_x0020_name="ym10828b" clinical_x0020_user="" action_x0020_type="acknowledge" /> <row date="5/29/2025 09:36:01" institution="" bed_x0020_label="" action="alarm or inop sound stopped." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="alert sound" /> <row date="5/29/2025 09:35:58" institution="" bed_x0020_label="" action="inop sound played." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="alert sound" /> <row date="5/29/2025 09:35:57" institution="" bed_x0020_label="" action="alarm or inop sound stopped." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="alert sound" /> <row date="5/29/2025 09:35:54" institution="" bed_x0020_label="" action="inop sound played." Device_x0020_name="pic ix: yep107surv1" clinical_x0020_user="" action_x0020_type="alert sound" />. The central station diagnostic logs from the corresponding surveillance/overview host(s) were requested from the customer to better understand if there was a problem with the audio, etc. Good faith efforts (gfes) to obtain log files were unsuccessful. Based on the information available, testing conducted, and the logs provided by the customer, the cause of the reported problem was not confirmed. The reported problem was not confirmed as the issue could not be reproduced. Based on the information available and results of additional analysis, no further action is necessary at this time. Central station diagnostic logs from the corresponding surveillance/overview host(s) were requested from the customer to better understand if there was a problem with the audio; however, they could not be provided. Without having central station diagnostic logs from the corresponding surveillance/overview being returned, we are not able to perform an evaluation to determine the cause of the reported incident. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the audible alarm for desaturation was not generated; however, the visual alarm was noted by the nurse and they immediately responded. In addition, the heart rate dropped and went back to normal after a few seconds. The nurse for this patient saw the alarms occur on the central station but noted there was no sound. The ECG and spo2 cables were removed and reconnected, which appeared to resolve the issue; however, the patient was frequently checked due to the concern the alarms would not be generated. There was no delay in care and no harm to the patient.